Event description:
Corneal abrasion noted on right eye. No flap lift and rinse performed. Uncorrected visual acuity was 20/30 on the right eye and 20/25 on the left eye. Best corrected visual acuity (bcva) was 20/25 on the right eye and 20/20 on the left eye. Patient stated right eye with foreign body sensation. Flushed with tears but still had foreign body feeling in right eye.

Manufacturer narrative:
(B)(4). The equipment was not evaluated after the treatment since there was no indication that a malfunction caused the reported issue. The clinic is reporting this event only and did not request field service or clinical support.

Manufacturer narrative:
Patient's symptoms resolved on (B)(6) 2013. No lift was needed. Placeholder.